Event description:
It was reported that despite proper prepping, this intra-aortic balloon could not be passed through the insertion sheath. As a result, it was removed and replaced with another iab. There were no reported patient complications.